Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the exposure was not possible because the image disk was full. Review of the log files showed cmos battery in ip pc related issues. Upon troubleshooting fse found that errors were not related to the fco, but pertained to a cmos battery in ip pc that was giving intermittent issues. The defective parts were returned for analysis, for ip pc, malfunction was not observed. To resolve the issue, fse ordered and replaced ip pc and hard drives in ip pc, reloaded board software and created new image store in new hard disk. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the exposure was not possible because the image disk was full. The device was in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the ippc (image processing pc) and image disk drive. The device was returned to expected functionality. Philips has started an investigation of this complaint.